Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate or confirm the customer reported complaint of contamination of a da vinci instrument. The maryland bipoloar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A continuity test was performed and passed. The instrument was fully functional. A visual inspection reviewed no debris or signs of contamination. Additional findings not reported by the site: the instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, a new ultrasonic tank provided by mmm for the treatment of the da vinci instruments was tested with an aluminum foil cover before commissioning. According to the reporter, the pelvis would have to be omitted and cleaned before carrying out the treatment of the instruments; however, this did not take place before the instruments were placed in the basin. Due to the contamination of the da vinci instruments, it is no longer possible to use them during an operation and the third-party company mmm takes over the damage caused by the contamination of the four instruments.